Event description:
The customer reported to customer service that her transformer fell apart after her child pulled it from the wall.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to get additional complaint information were unsuccessful, including a final attempt by letter. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fall prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship to transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidated process. As a result of the investigation, the shipping and consolidation has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformer during shipping. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.